Event description:
Consumer via phone stated that while brushing their teeth with an oral-b sensitive refill head, the screw became loose. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.